Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a broken touchscreen. The customer contact reported during testing it was noted the touchscreen connectors on the printed circuit board were broken. At that time, the touchscreen did respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.